Event description:
Per the field clinical specialist (fcs), approximately 4 years and 7 months post-tavr implant using a 20mm sapien 3 valve, the patient now presents with stenosis and central aortic regurgitation. The patient underwent a successful valve-in-valve procedure using a 20mm sapien 3 ultra resilia valve. Post-procedure the mean gradient (mg) was 2mmhg with no aortic insufficiency (ai). The patient was stable and transferred out of the cath lab. Per medical record review, the patient presented with severe stenosis, and an aortic valve (av) mean gradient of 84.8mmhg. The patient had a pre-dilation with a non-edwards balloon with "pancaked" the edwards valve resulting in severe aortic insufficiency. Followed by an implant of a 20mm sapien 3 ultra resilia in the aortic position via right transfemoral approach. The implant was a success with no paravalvular leak and an av mean gradient of 2.2mmhg. No procedural complications or edwards device malfunctions were listed. The one-day transthoracic echocardiogram showed a left ventricle ejection fraction of 55-60%. The bioprosthetic aortic valve is present with no evidence of stenosis, regurgitation, or paravalvular leak (pvl). The aortic valve (av) peak/mean gradient was 28/7-14mmhg.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The 20mm sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported event of stenosis and central regurgitation were confirmed based on the provided medical records. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately 4 years and 7 months post-tavr implant using a 20mm sapien 3 valve, the patient now presents with stenosis and central aortic regurgitation. Per medical record review, the patient presented with severe stenosis, av mean gradient 84.8mmhg. The patient had a pre-dilation with a 20mm x 45mm bard balloon that "pancaked" the ew valve and resulted in severe aortic insufficiency." Stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). In this case, due to limited information provided, a definitive root cause is unable to be determined at this time. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. As reported, a non-ew balloon (20mm x 45mm bard balloon) was used for post-dilating the stenos incident valve, and the regurgitation was observed after the post-dilation. In this case, post-dilation with a non-ew balloon could over-expand or stretch on the degenerated valve (stenosis), leading to suboptimal valve leaflets coaptation, resulting in central regurgitation. Additionally, it is recommended to use the same ew delivery system to perform the post-dilation. As such, available information suggests that procedural factors (post-dilation with non-ew balloon) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.